Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of morphological changes. Imaging was performed which showed that the device may have not been sitting against the facial plane but was not completely confirmed. The system was reprogrammed to secondary sensing vector with some slight noise. At the time the physician was comfortable with allowing the patient to return home. Recent, the device was explanted due to an unspecified reason and replaced with a new sicd system. The reason for explant is not confirmed but is likely to be related to the previous inappropriate shock. No additional adverse events were reported.